Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulties inserting the clip through the clip introducer. The reported damaged clip introducer was due to the difficulty inserting the clip through the clip introducer. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported during preparation; there was difficulties inserting the clip through the clip introducer. After several attempts, damage was observed on the clip introducer. Therefore, the physician decided to not use the clip and replace it. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported during preparation, there was difficulties inserting the clip through the clip introducer. After several attempts, damage was observed on the clip introducer. Therefore, the physician decided to not use the clip and replace it. There was no clinically significant delay in the procedure.